Manufacturer narrative:
MDR 1219913-2021-00462 was filed on (B)(6), 2021. Additional information - november 30, 2021. The united states customer observed a reproducible elevated advia centaur tnih result on a patient that was low/negative on an alternate troponin I method. Siemens reviewed the available information to determine probable cause and evaluate for potential product issue. The sample was also run on a tnt method and was also elevated above cutoff. The sample was returned to siemens for additional evaluation. The sample was run neat and reproduced the customer result of 5626 pg/ml. There was insufficient sample to treat with a heterophile binding tube. The sample was additionally run diluted (B)(4). The diluted result was (B)(4). Based on this siemens cannot rule out an interfering substance in the sample causing the elevation. No potential product issue observed. The customer is operational. In section h6, investigation findings, and investigation conclusion codes were updated based on the investigation results.

Manufacturer narrative:
A customer from outside the united states reported an elevated tnih result on the advia centaur xpt compared to an alternate method. It is unknown whether the alternate method measures troponin t or troponin I at this time. Siemens is investigating. Siemens has requested the sample for internal testing. The interpretation of results section of the instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings."

Event description:
The customer observed elevated discordant patient results when using the advia centaur xpt high-sensitivity troponin I (tnih) assay when compared to an alternate method. The elevated results were reported to the physician and the results were not questioned. The patient was sent to the emergency department for additional testing. There are no known reports of patient intervention or adverse health consequences due to the elevated discordant results.